Manufacturer narrative:
(B)(4). The customer advised physio-control that they will not be repairing the device and are going to remove it from service. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was not powering on. The customer indicated that the ac power adapter was connected to the device during the reported power issue and the particular batteries installed into the device were functional on other devices. There was no report of any patient use associated with the reported issue.